Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
(B)(6) 2017: legal medical records received. Pfs alleges pain, discomfort, popping and clicking, decrease rom. After review of the medical records for MDR reportability, it was reported that there was a pseudocyst, cloudy fluid in the joint with metallosis. It was also reported that the cup was filled with metal debris, eroded some anterior wall medially with grayish tissue. This complaint was updated on (B)(6)2017.

Manufacturer narrative:
This product has been previously reported. This report is in error and will be rejected.

Manufacturer narrative:
This product has been previously reported. This report is in error and will be rejected.